Event description:
Complainant alleged that during functional testing, the device inappropriately prompted a "change batteries" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.